Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. Visual of the incident electrode found the tip was charred and discolored, however testing found it to function normally. The instructions for use state tissue build-up on the tip of an active electrode poses a fire hazard. Keep the electrode blade free of debris. Wipe the electrode often with moist guaze or other material.

Event description:
The customer reported that during the procedure, a flame occurred at the tip of electrode. Another electrode was opened to continue the procedure. There was no patient harm.